Event description:
The customer contacted physio-control to report that their device randomly shuts off. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and the reported issue could not be verified or duplicated. Physio found that the system board wire had been cut, which would have caused the random unexpected shut down reported by the customer. Physio replaced the device's battery pin harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was the damaged battery cable assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device randomly shuts off. There was no patient involvement reported with the event.